Event description:
While a hanel couterpoise system was being adjusted, the counterpoise hit the ceiling causing the medrad injector head to detach from the counterpoise system. The injector head fell and hit the technician.